Event description:
Customer reported a power source alert 07, and it was confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impacts. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but these did not resolve the issue. Technical support decided to replace the pump, confirmed that the pump was under warranty, and arranged for its return. Meanwhile, the customer was informed to use multiple daily injections (mdi) as a backup therapy and was instructed on how to correctly return the faulty pump.